Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check. According to information the unit failed pre use check for excessive leakage. Further investigation revealed that a defective expiratory pressure transducer was causing pre-use check failure. Issue resolved by replacing the faulty pressure transducer. However, no part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established. Pressure transducers are part of the inspiratory and expiratory section and measures the pressure of the supplied gas. The output signal from this transducer is amplified. It is then used to calculate the absolute pressure of the gas to compensate for gas density variations due to pressure. The inspiratory pipe leads the gas from the connector muff to the inspiratory outlet and comprises connection for measurement of inspiratory pressure. The pipe is provided with internal flanges with the purpose to improve mixing of o2 and air.

Event description:
Manufacturer's ref #: (B)(4).